Event description:
Software message during follow-up: pm only has rom a. No ram-function ram ID f1. Pt not pacer dependent. Re-initialization successful. Message appeared saying eri status and a reset eri was done. Pt hospitalized. Software cartridge sent to fce and device was reset three times. Upon interrogation, the error code: pm only has rom a. No ram function available reappeared. Doctor notified.